Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned speaker assembly shows that the electrical open in the speaker created the primary alarm failure (1102 e/c).